Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that jailing occurred. In (B)(6) 2014, the patient presented for a scheduled follow up due to coronary artery disease and was referred for cardiac catheterization. Coronary angiography was performed and revealed 80% stenosis located in the distal right coronary artery (rca) extending into the right posterior descending artery (r-pda). It was treated with predilation and placement of the 2.75 x 16 mm promus premier drug eluting stent. However, post stent placement, jailing was noted at the right posterior atrioventricular (pav) artery with 75% ostial stenosis. The jailing was treated with balloon angioplasty with less than 50% stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy (dapt).